Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified weight to the specification, crease fold, deformation, cloudy in the gel, wear abrasion and red particles. Bubbles in the gel observed after autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: pain.

Event description:
Healthcare professional reported right side pain. Device has been explanted.